Manufacturer narrative:
(B)(6). Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. Per account, the resident doctor completed nine (9) successful flap procedures and experienced a repeated suction loss on the right eye (od) with the 3rd patient during docking when laser not started. The attending physician took over and experienced also suction loss during raster on the same eye (od). The physician attempted with new patient interface (pi) and successfully completed the od. The resident doctor successfully completed the left eye (os) without issue.